Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in set) alarm. The patient was connected at the time of the alarm. This occurred during drain of peritoneal dialysis (pd) therapy. The patient stated that they disconnected from the set without closing the clamps. The technical services representative (tsr) advised the patient to start over with new supplies or use manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.